Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows an opened arterial catheterization kit with a kinked guidewire partly in its tubing. The customer returned the guidewire, protective tubing, and lid stock for evaluation. Visual analysis revealed that the guidewire was kinked in two locations. No obvious signs of use were observed. The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and confirmed the distal and proximal welds were secure and intact. The kinks on the guidewire measured 406mm and 411mm from the proximal tip. The guidewire length measured 457mm, which is within the specification limits of 449.2mm - 458.8mm per guidewire product drawing. The guidewire outer diameter measured 0.62mm, which is within the specification limits of 0.610mm - 0.635mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through a lab inventory introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The customer report of a kinked guidewire was confirmed through complaint investigation of the returned sample. Kinking was observed on the guidewire body in two locations. However, the guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the samples received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the swg kinked prior to the patient insertion. Another kit was opened to start the insertion.

Event description:
It was reported that the swg kinked prior to the patient insertion. Another kit was opened to start the insertion.

Manufacturer narrative:
(B)(4).